Manufacturer narrative:
Method: eval based on photographic images sent by distributor. Conclusions: lack of maintenance. Broken part was completely corroded.

Event description:
Something in base of mobile lift broke, causing it to tilt to the side while staff were attempting to hold pt as mobile lift eventually fell to its side.